Event description:
Reported via patient call center. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, it was noted that the closure device did not seal the laa. The patient was on aspirin only at the time of the event. The patient will be going back to talk to the doctor to discuss treatment options. No further information is available at the time of this report.